Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in an attempt to crush a 1.2cm stone in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid rx basket was used in conjunction with an alliance handle to crush a 1.2cm stone. However, the basket broke and the tip prematurely detached from the basket and was lodged inside the intrahepatic duct. Another trapezoid basket and an extraction balloon was then used in an attempt to remove the stone fragments and the detached tip. The trapezoid basket was able to clear the larger fragments, while the extraction balloon cleared the smaller fragments and complete the procedure. The tip was left inside the patient to pass naturally. On (B)(6) 2021 the patient returned for an x-ray, which confirmed the tip was no longer there and had passed naturally. There were no patient complications as a result of this event.